Event description:
It was reported the lead alert triggered due to high impedance measurements and oversensing. The patient presented to the clinic and the lead demonstrated normal pacing sensing and impedance even with provocative testing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2013. (B)(4).